Event description:
It was reported that prior to a renal stent placement procedure, the package was compromised. Upon removing the box containing the express vascular pmtd 5.0mm x 15mm x 90cm stent delivery system from the shelf, it was noted that "sticky tape" was on the "bottom access flap of the exterior box". The inner pouch containing the device was removed from the box and found to be previously opened. The device was not used during the procedure. Another of the same device was used to complete the procedure. The patient's status is reported as "stable".